Manufacturer narrative:
The agent reported revision surgery for patient with infected shoulder was washed out and the doctor did a poly swap. Male 64. Complaint has been evaluated and is similar to report number 1644408-2022-01550; 346-10-705, s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery due to patient with infected shoulder was washed out and the doctor did a poly swap.